Event description:
It was reported that the handpiece continued to run on its own during a surgical procedure. The case was completed successfully with another device. There was no medical intervention and no procedural delay. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was the anti-rotation pin lodged between the handpiece face plate and the trigger magnet, which can jam the trigger in the depressed position.